Event description:
It was reported that the asymptomatic patient presented for a lead revision and routine device change-out. The right atrial lead was noted to have declining impedance and noise. An insulation anomaly was suspected. The lead was capped and replaced on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient.